Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead capture could not be confirmed post-shock for ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.